Event description:
On (B)(6)2010, I was out of my regular saline solution and grabbed a bottle that my optometrist, dr. (B)(6), had given my daughter and myself, as a sample at our last visit. This was in the evening, about 7:00 p.m. On (B)(6)2010. The bottle was ciba clear care. I rinsed my contact with the solution and put it in my right eye. I immediately felt a searing burning pain and started to cry loudly and scream in pain. After 1-2 mins, I was able to get the contact lens out of my eye. I rinsed my eye w/ water and saline for several mins, but it continued to burn. The tissue around my right eye swelled until it was almost shut and my conjunctiva was bright red. I took 200 mg of ibuprofen for the right eye pain, but it did not abate. At about 10:00 p.m., I attempted to lie down to go to sleep. My head was pounding, I had a severe headache, my right eye was stinging and extremely painful, and my eye was constantly draining/tearing. Every time I blinked, I felt like I had broken glass in my eye. I would rate the pain as a 9 on a scale of 0-10, with 10 being the worse pain ever experienced. Because my usual physician's office was closed and all urgent care centers were closed, at about 11:00 p.m., my husband drove me to the emergency room at community medical center. I was examined and prescribed proparacaine hydrochloride opthalmic eye drops and lortab 5/325 mg for the pain. I was given erythromycin eye ointment to be used for 5 days. My visual acuity was tested and found to be very poor in my right eye. I was examined for corneal damage. Ultimately, I was released to home. My eye continued to bother me for the next 7 days. I missed two work days because vision in my right eye was extremely blurry and I could not drive. My insurance, (B)(6) has denied payment for the emergency room bills. I am submitting them to you with the request that I am reimbursed immediately for the (B)(6) hospital bill (B)(6), and the bill from dr. (B)(6) at (B)(6) physicians (B)(6). I am requesting reimbursement for medical treatment of my right eye because: the reaction I experienced was a true medical emergency. I am an rn, and I believe waiting to obtain medical treatment, would have caused further damage to my eye. The reaction I experienced was directly related to the use of your eye solution. I experienced a great deal of pain and suffering as a result of using this product. I missed two days of work. The package was not clearly labeled. I tore open the box containing the solution, and in the inside of the box in red lettering it reads: "do not put clear care cleaning and disinfecting solution on your lenses and insert directly into the eye" but this warning is not printed in red on the outside of the box. Also, I took my daughter's sample box of clear care to dispose of it, opened it up, and found a red ring around the top of the bottle. The red ring said: "do not put clear care directly in eye" "do not rinse lens with clear care prior to insertion" and "use only lens case provided." This warning ring must have been added recently to the bottles, because the bottle of clear care that I used absolutely did not have this ring attached. I feel this is a highly dangerous product that should not be on the market, or should only be available through eye care physicians, with explicit training to the customer. From reviewing the internet, it appears that many individuals have experienced a reaction very similar to the one I had. I am going to request that the us food & drug administration review this product for market safety. I look forward to hearing from you in the very near future, with a reimbursement check (B)(6) for emergency room treatment of my right eye after using ciba clear care. Dates of use: (B)(6)2010.